Event description:
It was reported that the 9600 system had a charger failure error displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were checked and the cable connection were re-seated during the service call. The system was tested and found to be working as intended and put back into service.